Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed via correction bolus via pump. It was also reported that the wake button was sticking. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.